Manufacturer narrative:
Although the exact implantation date is unknown, it was reported that the stent was implanted approximately two years prior to (B)(6) 2011. Reported event of stent occluded due to tissue ingrowth/overgrowth. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a bsc metal stent (unknown type) was implanted approximately two years prior to (B)(6) 2011. According to the complainant, the patient had a stricture within the common bile duct due to pancreatic cancer. The stricture was approximately 9-10cm in length. The patient anatomy was not noted to be tortuous. Approximately two years prior to (B)(6) 2011, the metal stent (the subject of this MFR report # 3005099803-2011-03266) was implanted within the common bile duct. Approximately two years following the stent implantation, the stent became occluded with tissue ingrowth/overgrowth. On (B)(6) 2011, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. The stricture was not dilated prior to stent placement. During the procedure, a rx wallstent biliary stent system was positioned within the common bile duct. The physician attempted to implant the stent within the existing bsc metal stent. However, the wallstent failed to deploy. The procedure was completed by placing a different sized wallstent biliary stent. Following the placement of the second stent, it was noted that "biles flow freely from the stent." There were no patient complications as a result of this event.